Event description:
As per case updates received on 04/07/2024. Updated summary: customer was using the insulin pump system within 48 hours of the reported high blood glucose event and the customer was not using the smartguard/auto mode of the insulin pump.

Manufacturer narrative:
Additional information has been received and information submitted in the initial report was corrected. The corrected information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 575 mg/dl at the time of the event. The customer reported the insulin pump had a blank display and crack. The customer reported hyperglycemia treated with manual injection. The event involved product(s) mmt-213a, mmt-1884, mmt-332a. Troubleshooting was partially performed and blank display issue was not resolved. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported high blood glucose event and unknown whether the customer used the smartguard/auto mode of the insulin pump. No further patient complications were reported. The customer will discontinue to use the device. No product return is required for mmt-213a. No product return is required for mmt-332a. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self-test. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected power alarms or unexpected battery alerts were found in the history files or traces on or near the event date. The pump was cut open to perform visual inspection and found evidence of moisture damage¿on the pcba 1, pcba 2 and force sensor.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, battery tube threads - cracked, cracked case (battery tube), broken belt clip rails. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Unable to confirm high bgs, cosmetic damage was confirmed at the back of the pump during analysis. Exposed to moisture confirmed on the pcba 1, pcba 2 and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.